Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged near the drive support cap. Customer reported that the drive support cap would fall out during set change. Customer stated that insulin pump had been dropped multiple times. Customer's blood glucose was 88 mg/dl. Insulin pump is expected to be returned for failure analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to detached end cap. Device received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker, stained address or serial number label and cracked reservoir tube lip.